Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that auto mode was not active at the time of event due reoccurring failed battery alarm and blank display.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify battery failed alarm due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was also received with the serial number label fading.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump was not working. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer stated that the insulin pump had blank display. The insulin pump will be returned for analysis.